Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath, normal and no indication of a product quality deficiency that would have contributed to the reported cuff miss experience. The plunger, cuffs, link, needle tip and monofilament were not returned with the device. Both ends of the foot were also examined and there were no needle strike marks detected. Each component is inspected during manufacturing and each finished goods lot is inspected. A cuff-miss can be influenced by many factors, including, but not limited to: manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the investigation findings, the reported needle to cuff miss could not be confirmed and a definitive cause could not be determined and there does not appear to be any indication of a product quality deficiency. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and another proglide was successfully used to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.